Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issue and stent damage occurred. The target lesion was located in the 5.5mm in diameter left anterior descending artery. A 16 x 4.50mm rebel stent was advanced and implanted in the lesion however it was noted that the stent was not fully deployed. Intravascular ultrasound (ivus) was performed but the stent was deformed after an ivus catheter was advanced to the lesion. A 5.00mm x 24mm veriflex¿ stent was then deployed overlapping the rebel stent. A 5.00mm x 16mm veriflex¿ stent was also deployed additionally over the first stent and the procedure was completed. No patient complications were reported and the patient¿s status was fine.